Event description:
The customer reported that they received erroneous results for two samples from the same patient tested for tina-quant d-dimer gen.2 (ddi). Sample results were compared between a sta-compact analyzer and the c501 analyzer. The issue was stated to have occurred "about one month" prior to (B)(6) 2015. The first sample was diluted five times and tested on the sta-compact analyzer, resulting as 16 ug/ml. The sample was also tested on a c501 analyzer, resulting as 0.0 ug/ml. It was not known which result was correct. The second sample was diluted five times and tested on the sta-compact analyzer on (B)(4) 2015, resulting as 14 ug/ml. The sample was also tested on a c501 analyzer on (B)(4) 2015, resulting as 0.0 ug/ml. It was not known which result was correct. Since the customer did not know which results were correct, the patient was moved to another hospital. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The ddi reagent lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. A sample from the patient was requested for investigation, but could not be provided. Additional information for further investigation was requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6).